Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2022 eight esprit btk scaffolds (four 2.5x28, two 3.0x38, one 3.0x28, one 3.5x28) were implanted in the left mid anterior tibial artery (ata) in an investigational device, clinical study patient who has an extensive medical history and multiple comorbidities. On (B)(6) 2024, the two-year post procedure clinical follow up was performed. Two restenosis lesions were found on ultrasound, with no patient symptoms and no device malfunction identified. In the physician's opinion, the restenosis was not related to the scaffold. Restenosis is not unusual in vascular disease pathology. Ankle brachial pressure index value was 1.2. There were no wounds on this limb. The patient was already on dual antiplatelet therapy. No additional treatment was required. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The reported patient effect of stenosis is listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use as a known patient effect of coronary scaffold procedures.